Event description:
Healthcare professional reports patient had mass in left axilla. Fine needle aspiration cytology showed class 2. Later, patient experienced left chest pain, fever of 38c, pleural effusion, and eosinophil-predominant leukocytosis. CT showed left pleural effusion and fluid accumulation around the left breast prosthesis, and mass formation in the left axilla and lateral chest, and the patient was treated by plastic surgery. Cytology of seroma around the artificial breast was class 2, but cytology of pleural effusion was class 5. Histology using cell block of pleural effusion was suspected to be alcl, and surgery was scheduled for definitive diagnosis. Patient underwent explant surgery, total decapsulation, and resection of the mass in left axilla. After surgery, pleural effusion remained, but chest pain, pyrexia, and leukocytosis improved, and the patient was discharged. No chemotherapy was given. Histopathological examination and flow cytometry revealed a mass in the left axilla and left chest, which was diagnosed as bia-alcl. Pet-CT revealed no multiple organ metastases. The patient started chemotherapy (a-chp therapy) at the hematology department on (B)(6) 2021, and completed 2 courses as of (B)(6) of the same year. The pleural effusion decreased on chest x-ray, and the mass in the lateral chest also tended to decrease on palpation. Biomarkers of cd30+ and alk- were reported. The events of pleural effusion and eosinophil-predominant leukocytosis are deemed not related to the device.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, left side mass, pleural effusion, suspicion of alcl. Alcl date of diagnosis: (B)(6) 2021.

Event description:
Healthcare professional reports patient had mass in left axilla. Fine needle aspiration cytology showed class 2. Later, patient experienced left chest pain, fever of 38c, pleural effusion, and eosinophil-predominant leukocytosis. CT showed left pleural effusion and fluid accumulation around the left breast prosthesis, and mass formation in the left axilla and lateral chest, and the patient was treated by plastic surgery. Cytology of seroma around the artificial breast was class 2, but cytology of pleural effusion was class 5. Histology using cell block of pleural effusion was suspected to be alcl, and surgery was scheduled for definitive diagnosis. Patient underwent explant surgery, total decapsulation, and resection of the mass in left axilla. After surgery, pleural effusion remained, but chest pain, pyrexia, and leukocytosis improved, and the patient was discharged. No chemotherapy was given. Histopathological examination and flow cytometry revealed a mass in the left axilla and left chest, which was diagnosed as bia-alcl. Pet-CT revealed no multiple organ metastases. The patient started chemotherapy (a-chp therapy) at the hematology department on (B)(6) 2021, and completed 2 courses as of (B)(6) of the same year. The pleural effusion decreased on chest x-ray, and the mass in the lateral chest also tended to decrease on palpation. Biomarkers of cd30+ and alk- were reported. The events of pleural effusion and eosinophil-predominant leukocytosis are deemed not related to the device.